Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. The customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Reportedly, the customer primed the infusion set tubing and delivered a bolus via the pump to address the issue. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.